Event description:
Following the procedure, a pericardial effusion was noted. During the procedure, a shift occurred and the geometry was no longer accurate. The shift was resolved by validation and restart. The patients heart rate dropped and an echocardiogram revealed and effusion. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.